Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) device screen does not turn on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, e1, e2, g3, g6, h2, h3, h6, h11. Corrected fields; d4 (UDI). A getinge field service engineer (fse) evaluated the unit and found the device could not be turned on because the main on/off switch was off. The fse opened the switch. Additionally, it was determined that during maintenance the crm of the device was physically damaged. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.